Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the main seal was broken and additionally noted that the output connector and hanger assemblies as well as the lower case were broken, the upper case was cracked at the boss, the keypad was damaged, the display wire insulation was pinched but not compromised and that four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken seal. The epg was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.